Event description:
On (B)(6) 2007, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed mesenteric perforation and stenosis. The filter struts had penetrated through the wall of the inferior vena cava (ivc) into the pericaval and mesenteric fat. The ivc was collapsed around the filter which was consistent with chronic ivc stenosis. There were varicose veins in the abdominal subcutaneous fat. On (B)(6) 2019 cv scan confirmed that the tips of the three most anterior struts had laid outside the wall of the ivc by 2mm each. The tip of the left lateral strut abut the wall of the ivc and aorta. The two posterior struts indicated perforation.

Event description:
On (B)(6) 2007, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed mesenteric perforation and stenosis. The filter struts had penetrated through the wall of the inferior vena cava (ivc) into the pericaval and mesenteric fat. The ivc was collapsed around the filter which was consistent with chronic ivc stenosis. There were varicose veins in the abdominal subcutaneous fat. On (B)(6) 2019 cv scan confirmed that the tips of the three most anterior struts had laid outside the wall of the ivc by 2mm each. The tip of the left lateral strut abut the wall of the ivc and aorta. The two posterior struts indicated perforation.